Event description:
A facility reported that a patient was being treated for surgical excision of a left frontal lesion, and when the surgeon placed the mayfield skull clamp (a1059) with one point in the frontal region and two points in the occipital region, at the moment of locking (60pa), the screw jumped and returned to a value of 40 pa. The pressure was reset to 60 pa, but the screw turned without reaching the requested value. Impact on patient: failure to immobilize the patient's head. One stitch on the patient's head, risk of deep injury and hemorrhage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Failure analysis - the customer's statement was not confirmed as valid after evaluation of the device. The tightening torque is correct under pressure and tightening is easy. It does not spring back on its own, and the threads are in good condition. The skull clamp has a rotating motion in its swivel locking assembly, and there is a buildup of residue. For adjustment, some worn internal parts must be replaced. To resolve the issue, the internal parts of the cranial clamps were replaced to adjust the unit according to manufacturer specifications and to clean the clamp's pivot lock assembly. Once reassembly, including adjustment, was completed, the cranial clamp was successfully functionally tested. Root cause - the complaint is not confirmed. The tightening torque was correct under pressure, tightening was easy, and the knob did not spring back on its own. The skull clamp has movement in the swivel lock and a residue buildup present from routine use and wear. Additionally, this unit is beyond integra¿s 7 years recommended life cycle (manufactured 2012). The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.